Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: foreign material on implant, the device was not implanted.

Event description:
Healthcare professional reported "orange tape" on tissue expander. Device was never implanted. Surgery was completed with a substitute device.

Event description:
Healthcare professional reported "orange tape" on tissue expander. Device was never implanted. Surgery was completed with a substitute device.

Manufacturer narrative:
Device evaluation: the device is related to the reported event foreign material on implant received on (B)(6) 2023, with lot number 3635934. Based on the device analysis grid, the assessments of the complaint are: foreign material on implant: observed an orange material on implant that was received with an opened inner and outer thermoforms. The orange material was sent to an external laboratory to compare with two potential samples found in the manufacturing process through sem-edx. Samples correspond to thermal resistant tape (kapton) that also have an orange appearance. The results show that the orange material had additional components different from the samples taken from the manufacturing process. The chemical composition of the orange material shows a high percentage of chlorine and iodine, which are not used in the manufacturing process. According to the complaint, the complainant says that could be ¿iodine drape¿, which has similar components, such as iodine, however, iodine drape is not used in the manufacturing process. Additionally, during the inspection of the orange material it shows some elasticity that is not in the kapton tape used in the manufacturing process. Due to the previous points, the event is not considered a workmanship, however, further investigation 2813594 was opened to analyze this event. Additional observations: the device is intact and functional. Further investigation 2813594 was open to address the event of foreign material on implant.